Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, a coronary diagnostic procedure was completed after performing cold and warm reboot which resulted in a delay around 10 minutes. A philips remote service engineer (rse) connected with customer and analysed the log files. Analysis of system log files identified inconsistencies with load data supply and an xgen error (03hj), indicating a defect in the tube's largest focus. The system had trouble switching to the small focus and required a reboot. Despite restarting, the large focus remained non-functional, and soon afterward, the small focus also failed. To resolve these issues, the x-ray tube was replaced, and all necessary calibrations and verifications were conducted. A ghost backup of the new calibrations was completed in another work order. The faulty x-ray tube was returned to philips for further analysis. The analysis confirmed filament wear-out, and the tube failed with a blown large filament. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A situation in which the system unable to produce x-ray, but the issue is then resolved by utilizing the design mitigations provided by the device (warm restart and/or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes have been updated based on the investigation's outcome.